Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion separated from the hub before use. The following was reported by the initial reporter: "it was reported that the consumer found one syringe with the needle hub missing. Verbatim: consumer reported found 1 syringe with the needle hub missing. Thinking its in the shield lot # 8203846, catalog# 328520, date of event: (B)(6) 2021. Sample status awaiting sample."

Manufacturer narrative:
Correction: d2: medical device manufacturer: bd medical: diabetes care. G2: manufacturing location: bd medical: diabetes care. The following fields were updated due to additional information: d4: medical device lot #: 9203946. D4: medical device expiration date: unknown. H4: device manufacture date: 2019-08-27. D10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned a single syringe in a polybag labeled for 0.5ml, 31 gauge, 6mm syringes from lot #9203946. The syringe had its needle shield and hub separated from the barrel. The hub has become lodged inside the shield. The connector itself is damaged, with a section on one side broken off and the neighboring material warped backwards towards the rest of the barrel. This is most likely the result of the stresses building up on the connector while attempting to remove the stuck needle shield. Additionally, there is a mark on the lip of the needle hub¿s base, further indicating stress on the system at an angle where the connector broke. A review of the device history record was completed for batch# 9203946. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion separated from the hub before use. The following was reported by the initial reporter: "it was reported that the consumer found one syringe with the needle hub missing. Verbatim: consumer reported found 1 syringe with the needle hub missing. Thinking its in the shield lot # 8203846, catalog# 328520, date of event (B)(6) 2021, sample status awaiting sample."